Event description:
The facility returned the device for service, the baxter technician reported a fail code 810:11. This fail code occurred after the pump head module was replaced during service. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary: the reported condition of fail code 810:11 was confirmed. Inspection of the device found that the fail code 810:11 was caused by a defective pump head mechanism. Therefore the pump head mechanism was replaced.